Event description:
It was reported that during a routine functional check of the external pulse generator (epg), the biomedical engineer found that the cases had physical damage and output was out of specification. Therefore, the epg was returned for repair. There was no patient involvement.

Event description:
It was reported that during a routine functional check of the external pulse generator (epg), the biomedical engineer found that the cases had physical damage and output was out of specification. Therefore, the epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event regarding inaccurate output. Analysis did confirm the reported event, the upper and lower cases were broken. It was also noted that the battery release was contaminated, both bail covers were missing, the ring cover was missing, two case screws were missing, the lead flex cover was contaminated, the battery contacts were compressed, both bails were missing, the ring was missing, the battery drawer was broken and the keyboard was scratched.